Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 419mg/dl at the time of the incident. The customer reported that she is having trouble with her pump. The customer reported that she gets battery out limit alarm and the pump shut off on its own. Her blood glucose was over 400mg/dl and pump was off. The customer was advised to monitor the pump and a replacement battery cap will be sent. The customer declined to troubleshoot for high blood glucose and treated with pump. The customer declines to troubleshoot for blank display. The insulin pump will not be returned for analysis.